Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing of the patient's ventricular tachycardia (vt), resulting in a prolonged delay to therapy of about 54-44 seconds. Device data was submitted to technical services (ts) to review the episode and to provide programming recommendations to improve the time to therapy. During troubleshooting, the sense vectors were tested with patient movements and no myopotential noise was produced. The secondary vector at a gain of 1x was preferred; to reduce the time to therapy, smart charge was set to 0 seconds. Technical services reviewed treated episode 006 from september 5 and also te 003 from july 30. In te 006 the signal amplitudes were very small and variable, making it challenging for the device to appropriately capture this arrhythmia in a timely manner. Te 003 also had a slightly longer time to therapy. It was noted that shock impedance measurements were high but within range, at 116 and 124 ohms. Ts discussed there was no way to optimize signal detection with programming changes and recommended high resolution x-rays (pa/lateral) to evaluate system placement, to see if repositioning the electrode or device, or both, would benefit signal detection and shock efficacy. No additional adverse patient effects were reported. The device remains implanted and in service. X-rays were performed and showed the device was able to move in the pocket and was sometimes perpendicular to its normal position. The electrode had migrated to the right. The patient had undergone bariatric surgery and lost about 25 kilograms thus far. The physician wanted to reposition the electrode and leave the device as it was. However, technical services discussed the pulse generator should be on the fascia with minimal underlying adipose tissue; intermuscular placement of the device helps achieve good electrical contact with surrounding tissue. A revision procedure was planned for the following week.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing of the patient's ventricular tachycardia (vt), resulting in a prolonged delay to therapy of about 54-44 seconds. Device data was submitted to technical services (ts) to review the episode and to provide programming recommendations to improve the time to therapy. During troubleshooting, the sense vectors were tested with patient movements and no myopotential noise was produced. The secondary vector at a gain of 1x was preferred; to reduce the time to therapy, smart charge was set to 0 seconds. Technical services reviewed treated episode 006 from september 5 and also te 003 from july 30. In te 006 the signal amplitudes were very small and variable, making it challenging for the device to appropriately capture this arrhythmia in a timely manner. Te 003 also had a slightly longer time to therapy. It was noted that shock impedance measurements were high but within range, at 116 and 124 ohms. Ts discussed there was no way to optimize signal detection with programming changes and recommended high resolution x-rays (pa/lateral) to evaluate system placement, to see if repositioning the electrode or device, or both, would benefit signal detection and shock efficacy. No additional adverse patient effects were reported. The device remains implanted and in service. X-rays were performed and showed the device was able to move in the pocket and was sometimes perpendicular to its normal position. The electrode had migrated to the right. The patient had undergone bariatric surgery and lost about 25 kilograms thus far. The physician wanted to reposition the electrode and leave the device as it was. However, technical services discussed the pulse generator should be on the fascia with minimal underlying adipose tissue; intermuscular placement of the device helps achieve good electrical contact with surrounding tissue. A revision procedure was planned for the following week. Additional information was received. Almost six weeks later, the s-ICD system was repositioned. The electrode was repositioned using the three-incision technique and the device was repositioned in the pocket, placed between the latissimus dorsi and the serratus anterior layers. A new defibrillation threshold (dft) test was performed with successful conversion. The time to therapy was normal at 19 seconds and the shock impedance value was in range at 107 ohms. No additional adverse patient effects were reported. The device and electrode remain implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.